Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a high blood glucose (bg) level (600 mg/dl). All of the pump supplies were changed and a bolus was delivered to address the bg level. The cause of the high bg was not known and the customer declined tandem technical support's offer to troubleshoot. The customer reported that the bg was declining (485 mg/dl).